Event description:
Reporter indicated that the patient's increased seizures were felt to be due to the vns high lead impedance. The patient had vns generator and lead revision surgery performed on (B)(6) 2011. All attempts for return of the explanted devices from the hospital have been unsuccessful to date. A vns battery life estimate for the explanted generator was performed which yielded approximately 2.78 years remaining.

Event description:
It was reported by the patient's physician that a high impedance was detected on system diagnostic testing. The patient had last been seen in (B)(6) 2011 and results had been within normal limits then. The patient reportedly had a tendency of fighting or hitting people "all the time". X-rays were going to be taken by the site, but they were not going to be sent to the manufacturer. Further information indicated the patient was having an increase in seizures. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected.

Event description:
Analysis of the vns lead was completed. A break was identified in the positive coil. Scanning electron microscopy images of the coil broken end show that pitting or electro etching conditions have occurred at the break location. However, due to metal dissolution or mechanical distortion (smoothed surfaces) the fracture mechanism cannot be determined. An abraded opening was noted in the outer tubing. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
The explanted vns generator and lead were returned for product analysis. Analysis of the generator did not identify any anomalies, and the generator performed per specifications. Analysis of the lead is still pending.